Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned /non-emergency treatment, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the failure in the collimator. The system log file was reviewed which confirmed that there was ¿collimator malfunction¿. Upon functional analysis, fse confirmed that there was repeated collimator issue. Fse replaced the collimator, after replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned /non-emergency treatment, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the failure in the collimator. Review of system log file did not show any issues related to the reported malfunction. Upon functional analysis, fse confirmed that there was repeated collimator issue. The fse replaced the collimator. After replacement of the collimator, the system was returned to use in good working order. Corrected data: additional narrative

Event description:
It was reported to philips that the device's collimator failed, which can impact imaging. The customer performed multiple reboots, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer visited the site and replaced the collimator. The device was returned to expected functionality.